Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the device noted; the trocar balloon had a cut. The lock collar was broken. The obturator, valve seal and doors appeared intact. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the cut in the balloon may occur when mishandled during clinical application. However, the investigation detected a secondary condition of handling rough that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. The balloon was being used for insufflation. The balloon physically broke. There was no rapid loss of abdominal pressure due to the device issue. In order to resolve the issue and complete the case, used a new balloon. There was no patient harm. The patient outcome is alive, no injury.